Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the extraction of the right ventricular (rv) lead this right atrial (ra) lead was damaged. Hence, this ra lead was explanted. No adverse patient effects were reported.